Event description:
It was reported that during a thr procedure, during trialing of the hip, a small piece of plastic broke off of the trial. The trial and fragment were successfully retrieved and placed on the table. The piece was subsequently discarded. No pieces left in the patient. Delay of (0-30) minutes reported. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs fractured off the device, rendering it inoperable. The tab was not returned. The device has numerous nicks and gouges in the surface. The device shows signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A device history review could not be performed because no batch information was provided or present on the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.